Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2022, a 5/4 was successfully implanted. On the same day it was noted that the device had embolized into the pulmonary artery (pa). The device was retrieved and removed from patient and the pda was closed with a amplatzer vascular plug ii to resolve the event. No additional information was provided.

Manufacturer narrative:
Additional information: g3, h2, h6, h10 correction: b5 an event of "the device had embolized into the pulmonary artery" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer vascular plug ii instructions for use, artmt100092325 revision b "warnings: the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."

Event description:
It was reported that on 25 jan. 2022, a 5/4 was successfully implanted in a patients intraductal position. 6 hours post-procedure, on the same day, it was noted that the device had embolized into the pulmonary artery (pa). The patient was brought back into the cath lab where the device was retrieved, removed from patient, and pda closed with a 6 mm amplatzer vascular plug ii to resolve the event. The physician believes the cause of the event was due to the device being undersized. The patient is stable. No additional information was provided.